Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7215975, medical device expiration date: 2022-07-31, device manufacture date: 2017-08-03; medical device lot #: 7215974, medical device expiration date: 2022-07-31, device manufacture date: 2017-08-03. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter (described as black marks/brown marks - lot 7215975 and 7215974) and bad printing and damage (lot 7215975) related to a bd plastipak¿ syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
H.6. Investigation results: samples from 15 lots were received and evaluated. Two lot numbers are included in this complaint. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Potential root cause for main product defects identified: print defects; missing and smear print. The most likely root cause is related to machine set up at the beginning of the run. It is possible that several syringes were impacted early in the production lot and not properly detected and discarded by personnel. Corrective actions for printers associated with high defective rates identified will be required. For embedded foreign matter (efm); burned resin. The embedded particles observed are degraded plastic from the component molding operation. Degraded plastic occurs when the resin is exposed to prolonged high temperatures inside the molding press. Small particles of the degraded plastic can become loose and flow into the individual mold cavity. Embedded foreign matter can be visible as brown or black particles in the molded component. It is important to clarify that this condition occurs at very low frequency in the molding process. Stopper defects; almost all are jammed stopper. Jammed stoppers occur during assembly process when components are not properly aligned due to machine being out of timing. The assembly machines associated with high defective rates were evaluated for proper performance today, no issues were found. Therefore, no corrective actions will be recommended. Damaged components; mainly barrels at multiple locations. Damaged product is rarely found during the manufacturing process, except in isolated cases of product/equipment jams, where the process is typically halted until all defective product is removed. No corrective actions will be recommended since the occurrence of this kind of defect is considered very low. Current controls in place: proper corrective actions are being implemented for the main issues identified in the samples evaluated. Our manufacturing processes are validated to meet various different global regulatory requirements. We do conduct in-process inspection at different points within our manufacturing process to ensure we meet product specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.